Manufacturer narrative:
Pas advised that the sars-cov-2 positive results from wl 1221-02 were potentially due contamination. Of note, hologic field application specialist (fas) observed several contamination risks and off-label processes at the customer site. The customer places the nasopharyngeal (np) swab sample into a specimen transfer tube, removes the swab after 10 minutes using forceps soaked in alcohol, and repeats the process for all samples. Additionally, the customer uses off-label swabs that do not properly fit into the np cavity which may be contributing to the prevalence of clt errors seen at the site. Per fas, the panther has not been properly cleaned or maintained, the waste bag was not seated appropriately, the sample shield was broken with track marks, and the ad2 vents were encrusted shut by debris. In addition, the customer had an air conditioner directly blowing on his reagent preparation area and sample preparation area. Fas communicated these observations to the customer and provided resolutions. The customer understood the contamination risk of having the air conditioner directly in contact with the samples.

Event description:
Customer reported a complaint due to invalid negative controls (elevated rlus) on the panther instrument sn (B)(4) for sars tma runs with the same kit. Hologic product application specialist (pas) reviewed the logs and noted that wl 1221-02 using assay master lot 312951 had 4 samples that were potentially false positive.